Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Seven days post filter deployment, CT pulmonary angiography revealed there are filling defects in segmental branches of the right lower lobe as well as segmental branch of the right upper lobe consistent with pulmonary emboli. Filling defects are also visible within sub segmental branches the left lower lobe. Segmental pulmonary emboli in the right lower lobe, right upper lobe and left lower lobe. Eventually five days later, patient presented with shortness of breath. Subsequent dx chest ¿ portable revealed, pulmonary hyper vascularity/chf/hypervolemia and right lower lobe pulmonary emboli; other right upper and left lower lobe pes was seen on the prior examination. Approximately five years later, CT revealed there was an ivc filter at the l3-l4 level. The tip of the filter contacted the posterior/ lateral wall of the inferior vena cava. The tip was 1.4 cm inferior to the right renal vein. The tip was 0.8 cm inferior to the left renal vein. There are 2 sets of struts and the proximal struts revealed the medial/posterior projecting strut (best visualized on axial image 63) projects 2 mm brown the inferior vena cava wall. The posterior projecting strut on axial image 60 projects 5 mm beyond the inferior vena cava wall. The posterior/ lateral projecting strut projects 4 mm beyond the inferior vena cava wall on axial image 59. Therefore, the investigation is confirmed for the perforation of the ivc and unintended movement. However, the investigation in inconclusive for the filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts projected 4mm beyond the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.